Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that their implantable neurostimulator (ins) was "relocated" higher in the hip and they turned off the ins. They reported that an appointment to reprogram the ins would be scheduled. It was reported that they noticed the ins was running low as well and was wondering if they were able to charge the ins. There was a report that the ins had to be relocated because it was at the belt line. It was stated that the ins was in the wrong spot and would bruise. They had the right leg so they could hardly walk on it. It was relocated to be higher. There was a report of fluid in the lung. The patient ended up in the intensive care unit (ICU) where the surgery was supposed to be about 30 minutes but they ended up in the ICU because when they had them under for surgery, they discovered their lung was full of water. It was reported that they did not believe that this was due to the device therapy surgery. It was reported that once the ins was turned off, it was easier to breath. The patient stated that the ins was doing a great job smothering the severe lower back pain and once the incision heals, they would be in better shape than they were before. Relevant medical history includes spinal pain. Additional information was received from the patient¿s healthcare provider (hcp). It was reported that the fluid in the patient¿s lung was related to anesthesia complications. The patient was having difficulty with respiration and breathing post-op. It was noted that they were admitted to the intensive care unit (ICU) for monitoring overnight. The issue was resolved and the patient was discharged from the hospital. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.